Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and after transeptal puncture as the versa cross connect transeptal dilator was being removed from watchman fxd curve access system, there was st elevation noted on telemetry. The physician suspected that the touhy was not closed and air entered. There was no air visualized. Contrast was given through the side port of the was and ventricular tachycardia was observed on telemetry. The anesthesia technician intubated the patient as cardiopulmonary resuscitation (CPR) with chest compressions and defibrillation was started. A non-boston scientific percutaneous ventricular assist device was placed. The patient passed away the following day and the cause of death was not provided.